Event description:
Customer reported a motor error on his insulin pump. The alarm occurred during a fifteen unit bolus delivery. He was able to rewind the device and complete the bolus. Customer's blood glucose was 180 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Device passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. No motor error alarm noted. Motor was tested outside the device and passed. Device received with stained address and serial number label, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.